Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window. No cracks near the battery compartment noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer had cracks near the battery compartment and around the display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.